Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced 5 infusion set tubing leak event on 31-may-2024. The infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 5.